Event description:
Reportable upon device analysis completed on 21mar2024. It was reported that the catheter blades stopped spinning. A 2.4mm jetstream xc catheter was selected for use to recanalize the superficial femoral artery (sfa). The jetstream catheter was used for 10 minutes, however, it suddenly stopped working while inside an implanted stent. Another 2.4mm jetstream catheter was selected for use. During active use, this catheter suddenly stopped working as well. The procedure was completed using balloons and stents. There were no patient complications. However, device analysis revealed a detached catheter shaft.

Manufacturer narrative:
The returned product to boston scientific consisted of a jetstream xc-2.4 atherectomy catheter. The shaft and the remainder of the device was inspected for damage. Visual examination showed that the electrical and aspiration/infusion line were cut off by the customer site. There was a shaft separation located 56cm from the tip. The functionality of the device could not be checked due to the damage on the device. It was noticed that a small piece of stent was stuck in the masticator port on the tip of the device. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.